Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient desired an explantation of breast implants. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: desire to remove breast prostheses. H6 health effect - clinical code e2402: desire to remove breast prostheses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 500cc gel breast prostheses and desired removal of both breast prostheses. Additionally, the patient had developed a chronic wound in the right mastopexy scar. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2023. Rupture of the patient¿s right breast prosthesis was observed during the bilateral explantation surgery this medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-14616 for the report for the patient¿s right breast prosthesis.